Manufacturer narrative:
H6. Investigation results - the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this is not confirmed, the devices were not returned. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2017. Approximately 4 years after the initial procedure the patient had a right hip revision on (B)(6) 2021 due to "pain, stiffness, discomfort, and weakness which in turn negatively affected the patient's mobility and quality of life and necessitated a revision surgery and the resultant pain following surgery and recuperation/rehabilitation period and physical therapy. The patient's ability to perform normal physical activities has been consequently limited." There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.